Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker was explanted due to an observed code 1003. A new device was implanted at the same surgical intervention. No additional adverse patient effects were reported.